Event description:
It was reported that the patient presented to the clinic in atrial flutter and a cardioversion was performed. The patient presented in the clinic five days later and the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.